Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, he could not duplicate the reported complaint. The system operated correctly, and the roller pumps and alarm systems worked correctly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'system computer needs service check error logging in process' message. The perfusionist used aneroid manometers to monitor the pressure throughout the remainder of the case. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was non verifiable. Multiple diligence attempts for part return were unsuccessful therefore further evaluation or root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the central control monitor (ccm) monitor stopped functioning and gave the message 'monitor requires service check error logging in process.' The clinician was able to finish the surgery by using aneroid manometers to monitor the pressure.